Manufacturer narrative:
The pacemaker and rv lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had recorded a pacing impedance measurement above 2,000 ohms on the non-boston scientific right ventricular (rv) lead, causing the lead safety switch algorithm to change the configuration to unipolar. A review of the pacemaker's stored data noted that the pacing impedance measurements had been intermittently going above 2.000 ohms. Testing was performed with the device and rv lead in the unipolar configuration and all measurements were in normal range. The alert for the high pacing impedance measurement was cleared to avoid any further alerts unless the rv lead exhibits high out of range measurements in the unipolar configuration. No adverse patient effects were reported.